Manufacturer narrative:
Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The manufacturer representative reported that a patient implanted with an implantable neurostimulator (ins) is scheduled to have a revision because the patient is not getting appropriate coverage with doing 3-4 reprogramming. It was not known which side the patient needed more coverage on. It was reported that an x-ray was done and the physician believes the lead has moved about half an inch. It was reported that the physician would like to leave the paddle lead in place, unplug one tail of it and implant a perc lead and plug that into the ins. The manufacturer representative was reviewed that the patient would only be head-only eligible and that the physician would want to try and cap off end of lead to cover exposed area. Impedance consideration was also reviewed. It was reported that effort has been made to reprogram the patient since implant. It was reported that it may or may not be possible to have the paddle lead crosstalk with the perc lead for coverage depending on distance between them and impedances. It was reported the option to add a perc extension and to not use one of the 5-6-5 lead legs. No symptom was reported. The patient indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.